Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that their info center went into a reboot loop with "unrecoverable error" messages provided and during that time, a pt went into asystole and expired. " a pt began to have arrhythmias and then became asystolic. Resuscitation was attempted but was not successful. The pt expired.